Event description:
It was reported to Insulet on (b)(6)2026 and a user report was received from MHRA on (b)(6)2026 (reference number (b)(4)) that a patient received help from a third party to treat a hypoglycaemic episode a loss of consciousness. It was reported that the patient¿s blood glucose levels rose to 22.9 mmol/L (412 mg/dL), they then administered a bolus of 15 units which was reported to have been calculated by the Omnipod 5 system. After the bolus had been administered, the patient¿s blood glucose levels declined to 3.1 mmol/L (56 mg/dL). It was reported that the patient had received visual alerts on their controller for both the hyperglycaemia and the hypoglycaemia, however the controller did not audibly alarm. It was reported that the patient experienced sweating and shaking and lost consciousness. A family member found them and administered 4 tablespoons of sugar mixed into orange juice. When the patient regained consciousness, they consumed a further five glucose tablets and two chocolate bars. The patient was reportedly unconscious for approximately 10-20 minutes. The patient¿s blood glucose levels were measured again at 2.7 mmol/L (49 mg/dL) after the patient had consumed some sugar, it was not reported at what point this measurement was taken. The patient did require any medical attention further that what was provided by their family member. It was reported that the Pod had been worn for approximately 24 hours on the arm at the time of this incident. The patient reported that this was the second incident they had experienced with the system however did not elaborate on this. The patient has been sent a replacement controller. Please note that this case pertains to the Pod in this incident, please see related case (b)(4) which pertains to the controller in this incident and please refer to (b)(4) which pertains to the previous incident mentioned by the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.